Manufacturer narrative:
Mfrs device analysis: one (1) used tego connector was returned to the MFR. Visual; functional and add'l engineering tests were performed. The results recorded a tear/cut in the tego seal fluid path. The report documents same/similar tear size and locations can occur when over-tightening connections as well as when accessed by mating/access devices with non-ansi standard luers or hypodermic needles. Conclusion: the root cause of the reported leakage was due to the component damages incurred during use. The results of the complaint investigation and returned device analysis, including photographs of the damaged condition have been provided to the distributor and facility. Additionally, the MFR has requested that the distributors product specialists meet with the facilities clinical staff to review the tego connector device applications, facility training protocols and ascertain their understanding of the device componentry, performance features and intended functions.

Event description:
Int'l ((B)(6)) complaint rec'd reporting a leakage problem with one (1) d1000 tego connector. It was reported that after "disconnecting the empty flush syringe, the nurse realized that air was entering through the tego into the catheter. Nurse clamped the catheter, removed the tego and did aspirate the air with a syringe. After replacing the "leaking" tego with a new one everything was ok". There was no reported adverse pt consequences. The tego device was in use approx three (3) days when the problem occurred.